Manufacturer narrative:
H6 - final analysis found the device at end of life due to a high current drain that depleted the battery. The high currect drain was caused by a discrepant analogue integrated circuit.

Event description:
Information received from the field does not address the patient's clinical status but notes an inappropriate rate decrease a nd premature battery depletion.